Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pulse generator changeout for normal battery depletion, the pacemaker momentarily stopped pacing. It was noted that diathermy was present during the procedure. The device was shaken and pacing resumed. The device was successfully removed and replaced with a competitor device, with no further consequence to the patient.